Manufacturer narrative:
(B)(4). This lot was manufactured from january 27, 2015 to january 28, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the large volume infusor overinfused. The device was filled with fluorouracil and sodium chloride and attached to the patient. Five days later the solution was observed to be fully infused. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.